Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a, lot# lc0456, implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider regarding a patient implanted for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was non-functioning/poorly functioning. It was noted that their implant was not assisting with the patient¿s pain or covering the same areas it previously did. An evaluation of the device was performed, which showed high impedances within the leads, indicating a short circuit or possible fracture. The patient underwent a replacement surgery on (B)(6) 2017. The patient¿s ins and paddle leads were removed and replaced. It was noted that the patient wears a rigid lumbar orthosis, and their ins was directly beneath a pressure spot, thus they wanted the new ins placed on the left side. During the system replacement, a kerrison rongeur was used to remove as much as the epidural scar tissue as possible. No further complications were reported. The patient¿s medical history includes chronic back and leg pain, chronic pain syndrome, inflammation of sacroiliac joint, lumbar spondylosis, lumbar post-laminectomy syndrome, lumbar radiculopathy, numbness, low back pain, and a left si joint fusion.